Manufacturer narrative:
Concomitant medical products: excelsior medical 10ml 0.9% sodium chloride syringe, model 10001, lot 3123310. The customer¿s report of the mating device disconnecting from the female luer was not confirmed. Visual inspection revealed no anomalies. The set was disconnected from the received mating syringe. Functional testing was performed by swabbing the connector for 3 seconds with a 70% alcohol swab. The connector was allowed to dry for a few seconds. The syringe was reconnected and the connector was flushed. There was no separation. After 24 hours, the set and syringe were still connected securely. The root cause of the syringe popping off was not identified.

Event description:
The customer reported that the connection seems very loose between the female end of the maxplus on the extension set and mating products even when finger tightened. When pressure injecting up to 300psi the tubing set attached to the female end of the set is backing off resulting in leaking. This also has occurred with syringes that are attached to the maxplus. No patient harm was reported. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.